Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose was 408 mg/dl. The customer reported that insulin pump had searching for sensor signal loss of communication. The troubleshooting was declined by customer. No further information was given. The device will not be returned for the analysis.